Event description:
It was reported that a cartridge alarm occurred during the load sequence. It was reported that the bg specific value displayed high but was unknown. A correction injection via manual injection was administered to address the bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. The customer reverted to manual injections for insulin therapy.